Event description:
It was reported that pump displayed malfunction alert with without any notable prior event. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and to call back if alert occurred again, which customer acknowledged and understood.